Event description:
After being released through femoral vein puncture, the filter became stuck in the delivery sheath and could not be pushed forward or withdrawn with the sheath. The posterior sheath was ruptured and surgically removed. Previously, the defective product was taken away by the hospital's quality control department, and now the hospital returns it to the distributor.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Customer provided a video which identified the filter stuck in the distal side of the delivery catheter sheath. According to the video, the customer cut the delivery catheter sheath and removed the filter from the delivery catheter sheath. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned only the filter to argon (loose in the package). During evaluation, no damage was found on the filter, and the filter opened without any issue. The customer did not return the delivery catheter sheath, so argon unable to investigate any damage, kinks, and/or any delamination or liner on the sheath. Therefore, this complaint was not confirmed. No evaluation or corrective action is required at this time.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once sample has been received and reviewed.

Event description:
After being released through femoral vein puncture, the filter became stuck in the delivery sheath and could not be pushed forward or withdrawn with the sheath. The posterior sheath was ruptured and surgically removed. Previously, the defective product was taken away by the hospital's quality control department, and now the hospital returns it to the distributor.

Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.